Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It is reported to our sales rep that a gamma nail was broken.